Event description:
It was reported that approximately 13 months post implant of a bifurcated device, the aneurysm was progressing. Reportedly, the patient came in for a follow up, and the aneurysm was progressing on the left side. The physician elected to treat the patient with a limb extension, and was able to complete the procedure. Additional note: at the end of the procedure the side-port was partially dislocated from the sheath.

Manufacturer narrative:
Based upon the investigation findings, the aneurysm increase was confirmed based on clinical assessment of medical records. A sample was returned and its evaluation found the sideport broke off at the flushing port. The damage appears to be stress related. There was adequate medical documentation and suboptimal imaging studies available for this review. Product use was incongruent with the IFU due to the bilateral iliac artery diameters greater than 2.3cm (3.0 and 3.7 right, then left, respectively). Cautionary product use conditions that might have contributed to this complaint included tortuous bilateral iliac arteries and an impending rupture of the right common iliac artery. The patient's medical history and use of antiplatelet therapy might have contributed to this complaint as disease progression and/or due to the increased risk of bleeding complications. The advanced disease of the left hypogastric artery was also a contributing factor due to the unsuccessful stent graft placement of this artery at the implant procedure. The surgeon noted that the left common iliac artery was not suitable for repair due to the 2.5cm diameter (presumably the blood lumen). The patient refused further therapy post implant. Thirteen months post implant, the increased size of the left common iliac artery was substantiated, as well as the secondary procedure of a successful left hypogastric coiling and limb extension. The reported side-port issue of the sheath was not substantiated; there was no information regarding this issue within the operative notes; however, it was substantiated during sample return evaluation. The patient was discharged home on the second post-operative day on antiplatelet therapy. A manufacturing record review was performed, the lot met all release criteria with no issues or deviations that would explain the reported event. The lot usage history showed that no other units from the same lot have been involved in any similar event. The product labeling has been reviewed and confirmed that the reported event is adequately captured in the existing labeling. Based upon the investigation findings, the root cause for the aneurysm increase is most likely due to disease progression and to patient's challenging anatomy. Clinical assessment indicated the device use was incongruent with IFU. The damage to the sideport appears to be stress related. A root cause could not be conclusively determined.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Device remains implanted in patient.